Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the inactive pad fell off prior to use. Opened another device to complete the case. There was no consequence to pt.